Event description:
It was reported that in preparation for an atrioventricular node ablation procedure, the cardiac resynchronization therapy defibrillator (crt-d) was programmed to vvi 40 and tachy therapies were turned off. During the procedure, and after successful nodal ablation, periods of asystole (up to 5 second pauses) were observed. The crt-d was reprogrammed to voo 100 with increased right and left ventricular outputs, and no rv or lv capture was observed during further ablation. The crt-d remains service and no adverse patient effects were reported.